Event description:
Allegedly, during a vaginal hysterectomy, users laid an active light cable (MFR unk) on pt drape while using our light source; cable burned through drapes and caused a 2 cm long burn to the medial left labia minora of the pt. Hos described burn as 1st degree burn; they applied lido gel at the end of the procedure. Procedure was completed; pt condition good.

Manufacturer narrative:
Hosp could not confirm that it was our light cable. There was no report of malfunction of light cable or light source; no product was returned. Hosp did not put light source on standby before laying cable on pt drape. They state it was set at 5%; we believe it is possible that user had light source set higher. Our instructions for use contain this warning. Warning: never place the end of a fiber optic light cable or telescope connected to a light cable on or under a surgical drape while the light source is activated. The intensity of the light source may cause burns to the pt and/or the surgical drape. Turn the light source to standby or initial mode when it is not in use.